Manufacturer narrative:
The battery cap was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: unable to remove cap from pump. Tool unable to turn battery cap. Top of battery cap is stripped. Removed battery cap with pliers. Battery cap spring is secure. Battery cap contact height and width are within specifications. Est pump used to complete investigation. Battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Removed cap with no issues. Battery cap threads intact.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the top of the battery cap was stripped. This report is made based on the results of an investigation completed on (B)(4) 2013.